Event description:
The provider states wheelchair has stretched seat upholstery. The provider states the chair resides at an airport. He states the rep from the airline states when you sit the seat upholstery is so stretched, you are sitting directly on the cross brace.